Event description:
It was reported that the patient experienced a change in therapy and experienced increased pain and believed the pump was not working. No audible alarms were reported. The pump contained morphine; the concentration and dosage were unk. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).